Event description:
It was reported that a homechoice device experienced a system error (se) 2240 alarm (air in line). This occurred during the first dwell cycle of peritoneal dialysis (pd) therapy. The patient care giver stated that the patient disconnected from the device without following proper disconnect procedures. The patient then proceeded to reconnect to the device. A technical service representative (tsr) helped end therapy and reviewed proper procedures with the care giver. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the reporter stated the patient improperly disconnected/reconnected from the set which is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.